Event description:
It was reported during implant procedure that the pacemaker exhibited high battery resistance. The device was successfully exchanged. There were no patient consequences.

Manufacturer narrative:
The reported event of high battery impedance was confirmed. The device was received from the field with battery voltage above elective replacement level. The pacer was located at hakata, japan where the local temperature was around 10°c at the time of the event. The device was soaked at the same temperature and high cell impedance was reproduced. Further analysis was performed, including vibration and temperature cycle test, and results were normal with cell impedance within normal range. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.